Event description:
According to the reporter: occurred during a laparoscopic colorectal procedure. The stapling devices were being used for dividing the tissue. Found that the jaws were unable to close after loading. Then the staple was unloaded without firing. In order to resolve the issue and complete the case, replaced with a new device. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Due to the noted damage no functional testing was performed on the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.